Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, cartridge change errors occurred. There was no adverse impact to the customer's blood glucose level. The customer declined to further troubleshoot with tandem technical support but planned to do a pump reset. No additional information was provided.